Event description:
It was reported that the patient underwent a bilateral tlif at l3-l4 and l4-l5 using rhbmp-2/peek vertebral body spacers supplemented with posterior fixation instumentation. Approximately three months post-op, MRI showed fluid collections posterior to the constructs at both level, as well as a fluid collecton posterior to the thecal sac extending from l3-l5-5. The fluid collections were noted to be compressing neural elements, and the patient complained of lower extremity radiculopathy. At aproximately ten months post-op, the fluid collections were noted on MRI to have decreased in size, but CT demonstrated evidence of calcification of the walls of the fluid collections. A re-operation was performed at approximately ten months post-op to decompress the fluid collections, and extend the fusion to the l2-3 and l5-s1 levels using autograft/ vertebral body spacers. The patient's complaints of radiculopathic pain have reported resolved post intervention.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non- conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.